Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump battery cap is stripped and it is unable to be removed. The customer's blood glucose reading was 400 mg/dl at the time of the call and stated that the high blood glucose was due to food. The customer advised that the cap was removed with a screwdriver. Troubleshooting advised customer that a new cap would be shipped and to monitor the pump.